Event description:
It was reported that after the water was injected during the pretest, it became impossible to drain the water from the foley catheter. Medicon syringe was used. Per investigator's notification received on 27dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed due to association with fair-03-0023. Five photos were received for evaluation. The first one shows a top view of one all silicone two-way catheter and syringe, the balloon is noted partially inflated and asymmetrical. The second photos zoom into the asymmetrical and partially inflated balloon. The next two photos show the syringe with less than 0.2 ml and the catheter's cap with lot number nghx4976. The last photo shows a note in native language. Received 1 all silicone foley catheter with syringe. Visually inspected the balloon and about 1ml of sterile water was present upon receipt, the solution was discarded. Inflated balloon with 10 ml methylene blue solution with the returned syringe; it inflated properly however it was observed asymmetrical balloon (100:00). The returned syringe was connected and the balloon passively deflated in under 5 mins: 3 minutes and 58 seconds. The reported event was not confirmed however a new record has been created to address the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. The failure modes in the scope of this fair have been confirmed not to be manufacturing related, therefore DHR review is not required. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispense of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer tip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an mfh procedure. Failure to follow this guideline may result serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guidelines. "Guideline for prevention of catheter-associated urinary tract infection". At the onset of first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing is not recommended for 100% silicone based foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the water was injected during the pretest, it became impossible to drain the water from the foley catheter. Medicon syringe was used.